Manufacturer narrative:
H6. Method: reviewed manufacturing/inspection records with no discrepancies noted. Review operative reports, doctors notes, x-rays, and pictures received from plaintiff's attorney. H6. Results: reason for dislocation of the insert cannot be determined from info available. There is no single event such as trauma, dislocation, impingement, improper assembly, or excessive activity which would indicate a cause, x-rays indicated normal component positioning and function through 11/1995. Six weeks later, 1/1996, x-rays showed complete eccentricity of the femoral head within the acetabular cup, indicating displacement of the insert and the wear destruction occurred in this short period of time. H6. Conclusions: additional info is needed in order to identify when the failure is likely to have occurred.

Event description:
Revision srugery performed due to disassociation of insert from shell. Head has worn through the shell.